Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call a low blood glucose of 40 mg/dl. The customer treated with juice. The customer declined troubleshooting for low blood glucose.